Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was pretty much symptoms free up until yesterday and today. It was noted that the patient had never adjusted settings before. The patient increased stimulation while on the call and could feel stimulation in the correct area. The patient was advised to follow up with their healthcare provider if increasing didn¿t resolve the issues. It was noted that the return of symptoms was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient had leakage of feces. They contacted the manufacturer who assisted them in increasing the stimulation by one degree to resolve the return of symptoms. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient had a loss of therapy. The patient programmer showed stimulation was on. The patient stated having more leakage, more incontinence and they spoke with the doctor about either changing the program or amplitude. The patient noted their trial worked well and they had no problems at all, and with the permanent one it was free from any leakage and pain was in their anus for the first 10 days or so. The patient indicated the patient minimal but now they were in a great deal of pain in their anus, and the device was supposed to help with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that they have had a return of pain and bowel leakage. The last three days patient has had increased pain. They stated that they got the device for pain and bowel leakage. They noted that it had been working well for leakage, just some stainage. However this morning patient almost had a full bowl movement. Patient mentioned the trial seemed to be fine and the first 10 days of the permanent implant was helping the pain. During call, stim was shown as on program 2 at 1.6v. They increased to 1.8v. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with healthcare professional (hcp) otherwise call back to make more adjustments with setting. No further complications were reported or anticipated.